Manufacturer narrative:
During a call with tac (technical assistance center) support engineer the customer was advised to reseat the cable and try again however, the issue persisted. The customer was then instructed to swap the cable from a working machine and the blinking front panel was still happening. The customer was then advised to have the unit sent in for service and evaluation. To date the device has not yet returned for evaluation. To date, no further issues were reported. This report will be supplemented accordingly following investigations.

Event description:
Device clv-180 with a blinking front panel was reported. The issue occurred when customer turned on the unit. There was no patient involvement, no user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The following sections were updated: g3, g6, h2,h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The subject device was not returned for evaluation. Based on the results of the investigation, flashing on the front panel is a phenomenon that occurs when an error is detected. It was presumed that the scope sensor has output a signal that is not normal. The scope sensor may be defective, or there may be a foreign object in the scope socket, and the sensor may be detecting it. Olympus will continue to monitor complaints for this device.